Event description:
Customer states: during use on a pt at hospital, a nurse confirmed the air leakage. Reported the leakage seemed from the valve of pilot balloon. The customer could not confirm if pretesting was performed. After the incident occurred, the customer continued use of the product by connecting three-way stopcock to the unidirectional valve. Covidien is attempting to collect further details related to this report.

Manufacturer narrative:
The sample is currently in transit to the mfg site for analysis.